Manufacturer narrative:
Device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient reported that patinet faced an issue with ten infusion sets cannulas were kinked. The issue was noticed within 3 hours of insertion. The insertion site was abdomen. Therefore, they replaced the blood glucose level was between 100-300 mg/dl at the time of incident. The patinet replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available. .